Event description:
Customer reportedly received results of 7.7 mmol/l and 4.4 mmol/l within 10 minutes on the accusoft advantage system. Blood was reportedly placed on the test strip prior to strip insertion when the result of 7.7 mmol/l was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).